Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and collected relevant system and network logs to trace the alarm event. There was no indication of device or system malfunction. The fse addressed the customer¿s concerns by reviewing alarm triggers, device behavior, and network conditions. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the spo2 alarm did not sound; however, the customer suspects the telemetry technician silenced the spo2 alarm. The customer was now concerned whether the alarm was appropriately managed. The patient did not experience any adverse health consequences, no harm was reported, and there was no emergency intervention required.